Event description:
It was reported that during a da vinci-assisted surgical procedure, erbe energy activation was interrupted due to an error. The erbe was restarted, but the error returned. The technical support engineer (tse) recommended rebooting, bringing in a backup generator, or swapping to another vision side cart (vsc). The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated errors on the generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse followed up and replaced the generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator is pending failure analysis. The complaint regarding repeated errors on the generator was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the esu was not functioning after the start of the procedure due to repeated errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received another integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint (u-02 error). The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manager (OEM) for repair. The complaint regarding repeated errors on the generator was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci integrated electrosurgical unit (iesu) part involved with this complaint and completed the device evaluation. Failure analysis was unable to replicate the issue of "erbe activation interruption". The unit will be returned to original equipment manufacturer (OEM) for repair as a precaution for further investigation. The probable root cause of the alleged issues with this iesu device cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of iesu found no issue. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.